Manufacturer narrative:
Product complaint number: (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained: what was the initial procedure? Eye related procedure. What is the procedure & event date? Event date was (B)(6) 2022. Could you please confirm if the suture got frayed or got broken, what was the exact issue? Please confirm. It was about product quality issue of its handling & knot tying property. The suture was frayed after a cut (before any knot tying), which is not the same as its normal condition of a braided end. What was used to complete the procedure? A second piece of the same lot. Did the patient suffer from any consequence due to the issue? If yes please provide more details. No. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2022 and suture was used. During the procedure, it was reported that the suture end was frayed after cutting it shorter. Another like device was used to complete the procedure. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint number: (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained: what was the initial procedure? Eye related procedure. What is the procedure & event date? Event date was (B)(6) 2022. Could you please confirm if the suture got frayed or got broken, what was the exact issue? Please confirm. It was about product quality issue of its handling & knot tying property. The suture was frayed after a cut (before any knot tying), which is not the same as its normal condition of a braided end. What was used to complete the procedure? A second piece of the same lot. Did the patient suffer from any consequence due to the issue? If yes please provide more details. No. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2022 and suture was used. During the procedure, it was reported that the suture end was frayed after cutting it shorter. Another like device was used to complete the procedure. There were no patient consequences reported. Additional information was requested.